Event description:
The pt rec'd scs system on (B)(6) 2011. It was reported that the lead had invalid values on all the contacts. The pt lost some coverage and the therapies were reprogrammed. An x-ray revealed that the lead was migrated. The lead was scheduled for a revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.